Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient had an infection at the ipg site. As a result, the patient underwent a surgical washout around the ipg on (B)(6) 2019. Patient was administered antibiotics and has recovered.

Event description:
Related manufacturer reference number: 1627487-2020-00522. Related manufacturer reference number: 1627487-2020-00523. It was reported that the patient's system was explanted on (B)(6) 2019 due to the infection not resolving. Patient was placed on oral antibiotics following the procedure. Additionally, it was initially stated that the patient received a surgical washout at the ipg site. It has since been determined that the washout took place at the patient's lead site.